Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04212. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon ruptured during valve deployment. As a result, the balloon catheter came disconnected from the delivery system. Both pieces were removed through the esheath with no complications to the patient. During pre-decontamination of the received devices it was discovered that there was liner delamination of the esheath approximately 0.5 in from the distal tip. The marker remains present and intact.

Manufacturer narrative:
The esheath introducer set was returned to edwards lifesciences for evaluation. During visual inspection, liner delamination was observed approximately ½ inch from the distal tip. The sheath distal tip appeared opened as designed. Due to the nature of the complaint, no dimensional or functional testing were able to be performed. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review and lot history review were unable to be performed as no workorder information was provided. A review of complaint history from january 2019 through december 2019 revealed additional returned complaints for the esheath for the code ¿sheath distal tip ¿ liner delamination¿. The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. No manufacturing non-conformances were identified during the review of the additional complaints during that time frame. The complaint occurrence rate did not exceed the december 2019 control limit for the trend category ¿liner delamination¿. A review of the esheath IFU, commander IFU, preparation training manual, and procedural training manual was performed for instructions and guidance on device preparation and usage. The operator is instructed that, if the delivery system balloon ruptures, to make sure not to use excessive force during withdrawal. The delivery system should be unflexed and guidewire position should be maintained. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As mentioned in the description, ¿the balloon most likely ruptured on a piece of calcification on the stj¿, and observed balloon burst radially during the visual inspection of returned device, as such the profile of the balloon is altered. Additionally, ¿there was some difficulty encountered removing the balloon from the groin¿. Therefore, it is possible that the burst balloon was caught at the sheath distal tip, and excessive force was applied during the withdrawal of the delivery system through the sheath, and it resulted in liner delamination. Per procedural training manual, ¿do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath¿ after the balloon rupture. As such, it is likely that procedural factors (withdrawal of burst balloon/excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).